Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip opened up during lock line removal. Troubleshooting method resolved the issue and the clip was implanted successfully. Per the physician, resistance was felt while rotating the arm positioner. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.